Event description:
Depuy johnson and johnson pinnacles acetabular with summit femoral prosthesis used. Post surgery extreme pain from glutes into para spinal. Also lateral quad through hip flexor pain radiates into groin and lower abdominal. Physical therapy made things worse, anti inflammatory both oral and injections along with opiate pain meds unsuccessful with pain management. Walking, standing, sitting for an extended period -10 to 15 minutes- causing painful reaction. Current assistance from medical provider no response, or assistance. Currently unable to continue with normal life activity or even bodily function!